Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive. Troubleshooting was performed and the pump performed as intended. Customer continued to use the pump for insulin therapy, customer¿s blood glucose was 87 mg/dl.